Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed that the device had presented an f-38 alarm. Visual inspection identified the force sensing resistors (fsrs) were damaged, determined to be the cause of the condition. To correct the condition, the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.